Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. During the investigation it was determined that there was a causal relationship between the objective evidence and the alleged event; therefore the alleged event is confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that the bibag distribution board of the fresenius 2008t hemodialysis (hd) machine sustained thermal damage. The biomed stated that the thermal damage was the result of a short circuit. The burned board was noticed during machine repair after the machine was initially evaluated for a blank screen. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately (B)(4) and the bibag distribution board was not the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned bibag distribution board. The biomed replaced the bibag distribution board, which resolved the issue. The biomed also stated that reseating the video and backlight cable connections on the front panel resolved the reported blank screen issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bibag distribution board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the bibag distribution board of the fresenius 2008t hemodialysis (hd) machine sustained thermal damage. The biomed stated that the thermal damage was the result of a short circuit. The burned board was noticed during machine repair after the machine was initially evaluated for a blank screen. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 25,000 hours and the bibag distribution board was not the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned bibag distribution board. The biomed replaced the bibag distribution board, which resolved the issue. The biomed also stated that reseating the video and backlight cable connections on the front panel resolved the reported blank screen issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The bibag distribution board was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.